Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 total of colony forming units (cfus) for pseudomonas putida. A subsequent test was performed and tested positive for 29 cfus of pseudomonas fulva, 29 cfus of the pseudomonas putida, and 1 cfu of staphylococcus warneri in the suction channel; 40 cfus of the acinetobacter towneri, 30 cfus of the pseudomonas putida, and 10 cfus of the bacillus cereus in the biopsy/operating channel; and 30 cfus of the acinetobacter towneri, 50 cfus of the bacillus mycoides, 1 cfu bacillus cereus, and 1 cfu of staphylococcus warneri in the insufflation channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared.additional information: d8, d9, h3, h4, h6olympus provided the following result of the culture teste, performed at the third-party labs. Sampling date: mar 29, 2024 sampling from: all channels cfu: 5cfu/ml bacterial identification: bacillaceaethe device was evaluated where no abnormalities were found that could have led to the reported event.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and additional test indicating that reprocessing may not have been conducted sufficiently. However, a conclusive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."olympus will continue to monitor field performance for this device.